Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to customer's blood glucose level. Customer confirmed pump display turned on when plugged into a power source. Customer continued to use the pump for insulin therapy. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.